Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the clinical engineer that the pt was being changed from battery support to the power base unit (pbu) in the clinic. When the pt was removed from the first battery, she experienced a red battery alarm, which was followed by a red heart alarm approx two seconds later. The pump was off for three seconds until the power was reconnected.

Manufacturer narrative:
The manufacturer is attempting to obtain in the device for evaluation. The pt remains ongoing on lvad support. No further info is available at this time.